Event description:
At the completion of the coronary artery bypass graft procedure, the surgeon sutured the heartstring seal into the graft. While the surgeon was removing the portion of the seal that was stitched in, the aortic wall tore. A side biter clamp was applied to repair the tear. No additional patient complications were reported.